Event description:
A customer contacted beckman coulter and reported that their coulter lh 750 hematology analyzer was in the process of performing a startup when a blood/diluent leak about 1 cup in volume was discovered. The leak was under the instrument on the counter. The instrument had completed a shutdown 30 minutes prior to the startup. The customer was wearing personal protective equipment (ppe) including a lab coat, face shield and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed a worn aspiration needle. Fse replaced the aspiration needle and no further leaks were observed. System operation was verified. The cause of the leak was the aspiration needle that needed to be replaced. (B)(4).